Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, this reported event was confirmed. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the product involved with this complaint and completed the device evaluation. Failure analysis of the returned illuminator confirmed the customer reported complaint. The illuminator was analyzed and found report failure: error 297 in house: this unit was returned without lamp module and one fuse burned. When reviewing on the remote fe, there are several errors code 48244 which means: illuminator lamp failed to ignite: ignition failures indicate that the lamp module is nearing end of life or the ignition circuitry in the illuminator is failing. The fuse was replaced, and the lamp module was installed then, the unit was installed on the pca test system. The unit was programmed without problems, system started up without any errors, the blue light is on, vision test is good, check vision quality is good, then 10 power cycle was performed and idle in normal mode (10 minutes) without any errors. This complaint is considered a reportable event due to the following conclusion: the illuminator was replaced to resolve the reported issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that after a da vinci-assisted general surgical procedure, the system had faulted with a recoverable fault after undocking. The system was not connected to the network to view live logs at the time. The intuitive surgical, inc. (Isi) technical service engineer (tse) spoke with staff in the operating room (or). The or staff confirmed the faults and that they had power cycled without resolving. The staff checked the power cords on the back of the vision tower and the illuminator after they informed there are no led's or lights coming from the illuminator. They confirmed the illuminator was powered on and the cord was firmly seated. The staff performed a hard power cycle on the vision tower; however, the issue remained. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system was fine and no issues since.